Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2011, a promus element was implanted in the distal left anterior descending artery (lad). In (B)(6) 2013, the patient was presented with cardiac chest pain. On the following day, coronary angiography was performed and revealed 100% isr of previously implanted promus element in distal lad; 86% stenosis in 1st obtuse marginal (om) and 95% stenosis in 2nd om. The 100% isr of stent in distal lad was treated with balloon angioplasty. In addition, the stenosis in first and second om were treated with placement of drug eluting stents. The outcome of event is considered as resolved without residual effects. One day post procedure, the patient was discharged.